Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shocks and anti-tachycardia pacing. Furthermore, signal artifact monitoring (sam) events were present. After analyzing the data, the sam and inappropriate therapies were found as related to electromagnetic interference (emi), over sensed on all channels during a cervical ablation. During the false sam events, impedance values were out of range and with noise. This is related to the emi as threshold test events later in the day and presenting electrogram were all free of artifact. The patient refused to come into the clinic for reprogramming of the minute ventilation sensor. The crt-d remains in service at this time. No additional adverse patient effects were reported.